Event description:
Procedure performed: lar event description: during the use of the device, one of the cannula tabs were broken. The device was replaced with a new devcie. Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned portion, it is possible that the cannula wing tab damage was caused during manufacturing or improper handling of the unit. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] the brand name in section d1 and the primary/additional di numbers in section d4 have been updated.

Event description:
Procedure performed: lar. Event description: during the use of the device, one of the cannula tabs were broken. The device was replaced with a new devcie. Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.